Event description:
On 09/03/2009, the company received a recall response card from the pt's sister which stated that the pt "died unexpectedly in 2009. The coroner said the pump was empty. This pump failure I hope did not kill my younger brother." On follow up with the pt's sister, she stated that about 2 days after the death, she could not contact the pt and she called an emergency response team. The emergency response team went to his house, and found him dead. The coroner believes he died 2 days prior. The sister stated he was wearing his insulin infusion device. She stated no autopsy was conducted, and she does not know the cause of death. She made no allegations against the infusion device. She said he had complications of high blood pressure and high cholesterol. She stated the coroner retained the infusion device and accessories. Product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.